Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed noise over sensing that caused pacing inhibition and inappropriate tachy therapy, therefore the rv lead was explanted and also a new bsc implantable cardioverter defibrillator was implanted. No additional adverse patient effects were reported.